Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. Delamination of the air path assembly caused the airflow delivery route to be blocked, which prevented the airflow from being delivered properly and it is assumed to be the cause for the reported event. The device's air path assembly was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, ventilator service required codes were observed in the downloaded event log. Delamination of the air path assembly caused the airflow delivery route to be blocked, which prevented the airflow from being delivered properly and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.